Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right atrial (ra) lead and the right ventricular (rv) lead exhibited oversensing, noise, and cross-talk. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the rv lead exhibited undersensing. Both the ra and rv leads exhibited possible insulation failure and continued oversensing. The leads were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.